Event description:
Additional information was received from the patient (pt). Pt reported 'he' had the pt check all the cords for any breaks, and pt found none. Pt is going to have their hcp check the implant for a defect.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for the call was that the patient reported experiencing discomfort or pain at the implant site. Patient stated that they turned the stimulation off for six days, and when they turned it back on, the discomfort returned and felt like an electric shock. Agent reviewed the information and redirected the patient to their healthcare provider (hcp) for further assistance. Patient also stated that they are in the process of changing doctors and have an appointment scheduled for this month. [See 709002271 for related event]